Event description:
Customer contacted breg to report that the 'top portion separated from the footrest' for part numbers 11182, post op-shoe womens small and 11184, post op-show womens large after being worn for 2 and 1 week respectively.

Manufacturer narrative:
Breg has performed evaluations on previous reports of sole delamination from post-op shoes. The evaluation confirmed this as an adhesive failure although the root cause for the failure has not been determined. Breg is currently working with the supplier of the post-op shoe to determine root cause for the separation of the sole and identify appropriate corrective action. This investigation is being documented in supplier corrective action # s13-016.

Manufacturer narrative:
Date of report corrected from: (B)(6) 3013 to: (B)(6) 2013.